Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are receiving threshold suspend alarm. The customer's blood glucose level was 300mg/dl, and their sensor reading was 60mg/dl. The customer states they do not remember threshold suspend alarm going off. The customer was not able to troubleshoot at the time, due to driving. The customer will be calling back.